Manufacturer narrative:
Correction to d9 (and update date to n/a), f10/h6: medical device problem codes (remove a1203), f10/h6: component codes (remove g04003), and previous h11 (remove "the device was received and is currently awaiting evaluation."). Additional information was added to b5, d10, h6 and h11. B5: chemotherapy drug solution leaked at the connection with the port adaptor. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition of leak; there was no visible cracks or damages observed. The reported condition was not verified on the photo sample. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at the connection with the port adaptor. This was observed during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.